Event description:
The patient reported receiving frequent e4 (occlusion) errors on the infusion device resulting in elevated blood glucose of 380 mg/dl. The patient changed the infusion set and blood glucose levels returned to normal but every 8 hours e4 was again displayed. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.